Event description:
Pt chain sawing some brush and knee locked up or didn't release from stance. Pt lost balance and reached for branch and dislocated shoulder. Pt said they received paramedic attention.